Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation us currently underway.

Event description:
It was reported that approximately five months post filter deployment, a vena cava gram demonstrated a tilted filter in the ivc during a filter retrieval procedure. No attempt was made to retrieve the filter. There was no reported patient injury.